Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Approximately 30 days after initial implant, the patient presented to the physician with the implanted leads eroding through the skin and exposed. System was fully explanted on (B)(6) 2023.